Manufacturer narrative:
The reported event was confirmed as caused unknown. Received 1 all silicone foley catheter with syringe. Attempted to inflate the balloon with the returned syringe and 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) however, upon inflation 2 pinholes were found both measuring 0.013" the returned sample does not meet specification which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Based on the investigation results, no actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for prefilled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction- d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole in the foley catheter while trying to inflate the balloon. Normally don't prefill the balloon as per practice guidelines, however a microtear was observed in the last product. So, the user wanted to test and observed a hole while inflating the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Event description:
It was reported that there was a hole in the foley catheter while trying to inflate the balloon. Normally don't prefill the balloon as per practice guidelines, however a microtear was observed in the last product. So, the user wanted to test and observed a hole while inflating the balloon.